Manufacturer narrative:
The incident has been reported to manufacturer on 10/16/2007. Results of analysis will be developed in a follow-up report.

Event description:
An internal shunting kit was implanted in a patient in ventriculo-peritoneal in 2007. After several days, the surgeon observed a leakage of the peritoneal catheter. The doctor request to check the catheter.